Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor does not adhere correctly and the needle feels as if it is twisted inside of customer's body. The customer's blood glucose reading was 46 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed bad sensor. The customer was also advised that the device would be replaced and to return the product for analysis.